Manufacturer narrative:
B3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain at the pocket site and as such surgical intervention was undertaken wherein the pocket was revised and ipg was replaced. Stimulation was restored following the procedure.